Event description:
During service and repair pre-testing, it was observed that the motor device had a frayed cap cable. The event occurred in pre-testing; this event is not related to surgery. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service without an alleged malfunction. During pre-repair assessment it was observed that the device did not meet manufacturing specifications. (B)(4) evaluated the device. A visual assessment confirmed the pre-repair findings. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.